Manufacturer narrative:
Failure analysis noted that the pump alarmed compromised force sensor system due to broken end cap. The pump passed the displacement test and 10u bolus delivery. There was no motor error alarm and the motor tested okay. The pump had cracked reservoir tube lip, cracked belt clip slot and scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. The customer stated that the pump alarmed motor error. The customer's blood glucose was 276 mg/dl at the time of incident. The customer treated with a manual injection. The customer stated that the insulin squirted out during the manual prime process. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.